Manufacturer narrative:
Additional information received that the patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg had flipped and would not charge. It was noted that the ipg was no longer flat with the skin and smooth to touch, and it was uncomfortably positioned at an angle and the charger would not locate the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg had flipped and would not charge. It was noted that the ipg was no longer flat with the skin and smooth to touch, and it was uncomfortably positioned at an angle and the charger would not locate the ipg. The patient will undergo a revision procedure.